Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 113, impossible to reach the target temperature in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Error 113, impossible to reach the target temperature. Defective pump. Replaced mixing pump. Fv-est-ctu calibration. Following the change of the mixing pump the device is functional again. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter facility name is (B)(6). Correction: d, e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 113, impossible to reach the target temperature in an arctic sun device. Per follow up information received via mail on 21jan2025, device will be serviced by s-inter ¿ third party service provider for arctic suns in france. Once done paperwork will be available in smx. There was no patient involvement.